Manufacturer narrative:
Pump received with blank display due to corroded battery tube compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment cracked. Customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.